Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) had no telemetry and no magnet use. The physician elected to explant the ICD. A new device was successfully implanted.